Manufacturer narrative:
Sc-3400-30, (B)(6). Investigation result: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. Device history record: a review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. Sc-3400-30, (B)(6). Investigation result: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. Device history record: a review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent implantable pulse generator (ipg) replacement procedure. Patient was successfully programmed in postoperatively. The surgical center kept the explanted ipg.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-splitters. Upn: m365sc3400300, model: sc-3400-30, serial: (B)(6). Batch: 17168890. UDI: (B)(4). Product family: scs-splitters, upn: m365sc3400300 , model: sc-3400-30 serial: (B)(6). Batch: 17168890. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent implantable pulse generator (ipg) replacement procedure. Patient was successfully programmed in postoperatively. The surgical center kept the explanted ipg.

Manufacturer narrative:
Investigation result: the device was not returned to boston scientific for analysis. Device history record: a review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Investigation conclusion: based on a thorough review of the reported complaint, this investigation is assigned a probable cause of unable to exclude device problem.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent implantable pulse generator (ipg) replacement procedure. Patient was successfully programmed in postoperatively. The surgical center kept the explanted ipg.